Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron select sps g124 they allege that they have low water flow and the handpiece is heating up; no injury resulted.

Manufacturer narrative:
May 6, 2025: unit serial number: (B)(6), sterimate/handpiece lot number: (n/a), handpiece cable lot number: (02230), evaluation tech: gpb, root cause: w4e water sol, I so valve clogged, no water flow due to a clogged water solenoid, hardened and deteriorated water supply hose with debris build in the water filter causing poor water flow, sterimate/handpiece (precautionary measure), note: will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. Loaner fee included on the estimate. Additional notes: put a sterimate/handpiece on the estimate for precautionary measure. Customer did not send in sterimate/handpiece to be evaluated and tested. Please check the sterimate/handpiece to see if the contacts pins are corroded or damaged or any cracks along the sterimate/handpiece. For proper evaluation and testing please always send in all parts that go along with the unit to be looked at. Items not received for testing and evaluation. No sterimate/handpiece. DHR review is not required because the product was returned for evaluation and the described failure mode is a known hazard.